Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 5:00 p.m., the patient noted a cgm reading of 80 mg/dl and reported feeling hypoglycemic. He began attempting to treat his symptoms but experienced a seizure around 5:15 p.m., preventing him from performing a fingerstick bg test. By 5:30 p.m., the patient¿s grandfather and daughter administered nasal glucagon and called 911. The seizure resolved approximately five minutes later, coinciding with the arrival of paramedics. Ems performed a fingerstick bg test, which showed a value of approximately 40 mg/dl. The patient could not recall the cgm reading at that time. No additional treatment was provided by ems, and the patient was transported to the emergency room. The patient arrived at the ER at approximately 5:45 p.m. A fingerstick bg test performed on arrival showed 58 mg/dl, while the cgm displayed a reading of 140 mg/dl. The patient was treated with intravenous fluids and remained under observation. He was discharged on (B)(6) 2026 at 2:45 a.m. Upon returning home, the patient replaced his cgm sensor. At the time of follow-up, the patient reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.